Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they lost muscle use on the right side of their face from the alignment issues caused by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.